Manufacturer narrative:
(B)(4): the customer, a biomedical engineer, advised that he examined the device but was unable to duplicate the reported loss of power; however, he did observe that the device's power button was intermittent when attempting to power the device on. The biomedical engineer then replaced the main keypad assembly to resolve the observed issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The cause of the observed intermittent power on issue was the main keypad assembly. The cause of the reported loss of power could not be conclusively determined. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the device end users stated that their device powered off by itself multiple times. The issue was observed during a routine morning device check. There was no patient use associated with the reported event.